Event description:
Related manufacture reference number: 2017865-2024-22648. It was reported that the patient presented in clinic. Interrogation noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. The reported lead was capped and replaced om on (B)(6) 2024. The pacemaker was also explanted and replaced during the same procedure as it was included in the subset of assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient was in stable condition.